Event description:
The event is reported as: "complaint alleges that there is no audible sound generating from the unit. Alleged defect occurred prior to pt use." No pt injury reported.

Manufacturer narrative:
The device history record (DHR) investigation did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation. However, to correct this situation for some similar complaints rec'd in the past, the (B)(4) was implemented. The product reported on this complaint was manufactured before the corrective action.